Event description:
Basically, the spec is not in accordance with kion. When adjusting 10 l/min fresh gas and 0.5 l/min breath minute volume, co gets 5 l/min expiratory volume (danger for children). When adjusting 10 l/min fresh gas with 5 l/min breath minute volume, user gets 9 l/min. According to the manual, the measured volume should be +/- 10% or +/- 0.25 l/min. Kion is outside the specs and is thus not in accordance with mpg/mdd. The volume supply, due to flow is not acceptable for the user.